Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages with one cartridge. Reportedly, the cartridge was filled with approximately 150 units of insulin. The customer's blood glucose level was 202 mg/dl. During the call with tandem technical support, the customer successfully loaded a new cartridge with 150 units of water. It was confirmed that the customer was able to load a new cartridge successfully and resume insulin delivery.